Event description:
During a sinus procedure md was utilizing a bur which broke during the procedure. All pieces were collected and accounted for. The bur was immediately removed from the sterile field.